Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valves.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath (clear) - us was selected for use, valve damaged reported. The luer was not detached. A leak was observed; however, no air was seen on the patient. The issue was resolved by replacing the sheath.

Event description:
It was reported that during a pulse field ablation procedure the faradrive steerable sheath (clear) - us was selected for use . It was noted that theere was valve damage to the sheath, but the luer was not detached. A leak was observed; however, no air was seen on the patient. The issue was resolved by replacing the sheath.